Event description:
It was reported that the patient received an inappropriate shock during a follow-up procedure due to the lead having t-wave oversensing (twos). It was also reported that the device twos algorithm was suspended due to high r-waves. No actions were taken at the visit. A device software update is planned and the device and lead remain in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number (d364vrg) is not approved for distribution in the united states, however, it is same to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device was analyzed and revealed std review - lead integrity alert triggered and 1 patient alert for lead failure predictor on (B)(6) 2012.